Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe had medication spray out from around the plunger during use on a PICC line. The following information was provided by the client: "tried to use device while attached to patients PICC line and when pushing the plunger down solution sprayed out around the plunger."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-may-2022. H.6. Investigation: a device history record review was completed for provided material number 306575 and lot number 1258829. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. After removing the barrel label, it was observed that part of the syringe was cracked. The leakage observed by the customer was due to the crack. There i.s no leakage past the stopper, but only from the crack that crosses the barrel wall. It is possible that the crack resulted from a jam at the fill machine, as the barrel label was not damaged or torn. The defect did not cause leakage until it was used; therefore, the pressure applied contributed to the leakage detection. H3 other text : see h.10

Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe had medication spray out from around the plunger during use on a PICC line. The following information was provided by the client: "tried to use device while attached to patients PICC line and when pushing the plunger down solution sprayed out around the plunger."